Manufacturer narrative:
A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted and replaced after exhibiting signs of premature battery depletion following the implantable cardioverter defibrillator advisory. No further information is available.